Event description:
According to the initial information received and prior to implanting an amplatzer cardiac plug, the 10f amplatzer torqvue 45x45 delivery sheath ((B)(4)) was introduced into the left atrium and perforated the atrial wall as pericardial effusion resulted. Cardiac drainage was performed to alleviate the effusion, the patient was stabilized and the procedure was abandoned. Imaging has been requested; when further information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
The (B)(4) was discarded at the hospital so analysis cannot be conducted. However, during manufacturing, this delivery system lot underwent a series of inspections to verify the integrity of the sheath. A review of manufacturing documentation confirmed this delivery system lot successfully completed these inspections.

Manufacturer narrative:
Aga medical could not evaluate the tv45x45 involved in this incident since it was not returned for analysis. Review of the manufacturing records confirmed that certified operators found this delivery system lot to be acceptable during manufacturing and prior to shipment. This delivery system was verified to be without kinks or damage during mating of the sheath and dilator as well as during assembly to the backing card. Review of the medical records and images by aga's senior market development manager resulted in the following findings: a case of an attempted placement of an amplatzer cardiac plug (acp) with procedural angiographic images was reviewed. The initial cardiac angiography was performed with a pigtail catheter placed in the left atrial appendage (laa). The laa demonstrated multiple lobes and the catheter was then exchanged for a tv45x45. The sheath appeared to be kinked approximately 2 inches from the tip of the sheath and formed about a 100° angle. The tip of the sheath was located in the lateral-inferior edge of the laa and against the laa wall. The sheath was pulled back from the laa wall and the angulation at the site where the sheath was kinked seemed to be relieved. The tip of the sheath appeared to be outside the laa at this point. Contrast medium was injected into the pericardial cavity through the sheath which confirmed the perforation. According to aga's senior market development manager, the laa wall perforation most likely was caused by inadvertent advancement of the tv45x45. As for the kinked delivery system, the cause and timing of the kinked delivery system could not be conclusively determined since the product was not returned for analysis and met specifications prior to shipment. Device not returned for analysis.